Event description:
A patient in (B)(6) was hospitalized with sepsis and was reported to be confused and anxious. When the patient's medical condition began to deteriorate, a temporary access catheter was inserted to be used as the access site for continuous renal replacement therapy. When the nurse checked on the patient, she found he had expired and the gam cath catheter had been removed from the patient's vasculature and found lying on the floor. The forensics¿ opinion is the cause of death was exsanguination related to removal of the access catheter and the patient's underlying medical condition.

Manufacturer narrative:
The device history record the gamcath mc-gdhk-1315j dolphin protect with lot number 2012-10-1817 shows that the catheter was manufactured in accordance to specifications. The complaint history did not show any similar complaint for the used lot number. Gambro does not regard the submittal of this report as an admission of causation or liability.